Manufacturer narrative:
This report is submitted on may 24, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the device. Revision surgery to reposition the device is planned; however has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.